Manufacturer narrative:
The device was returned for analysis. The reported difficulty of obstruction of flow was confirmed as possibly a type of adhesive in the marker port. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used after the marker lumen was unsuccessfully flushed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The treatment appears to be related to procedure circumstance. The investigation determined the noted obstruction of flow appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Initial flushing of the marker lumen with saline prior to use was not successful. Reportedly, there was no blood flow at the marker lumen to confirm the correct positioning of the prostyle device. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method- use after damage was added to capture use of the device even though initial flushing of the marker lumen with saline prior to use was not successful..